Event description:
It was reported that during a colectomy procedure, it was clamped onto the bowel, surgeon fired it and it would not release, it would not open back up. There was no further information provided. There was no reported patient consequence.